Manufacturer narrative:
The following parts were replaced to correct the customer reported problem: the personality modality audio video (pmav) which performs the main software processing, the core assembly that is responsible for the vision video inpuut, and the video slice boards (vsl) which is an electronic module that processes the video signal. All of these parts were returned to intuitive surgical inc.(isi) for failure analysis investigation. Failure analysis of the returned affected parts was able to replicate the customer reported problem. The system error log was reviewed and the error indicated in the log during this procedure indicates that the reported problem points to power supply of the core, therefor the power supply was replaced.

Manufacturer narrative:
The replaced affected parts have not been returned for evaluation; therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the parts get returned, or if additional information is received. This complaint is being reported due to the davinci system malfunction rendering the davinci system unavailable for use after the start of the surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that while starting a da vinci assisted anterior resection procedure, after the port incisions were made, the vision side cart (vsc) would not power up. The site plugged in the different da vinci carts (patient side cart, surgeon side cart and vision side cart) into separate ac power outlets. The system then powered up as expected, however after a few minutes the system shut down. The site then contacted intuitive surgical, inc. (Isi) for technical support assistance. The technical support engineer (tse) instructed the customer to remove all of the installed instruments and power cycle the system; however the issue recurred. After additional trouble shooting attempts, the issue persisted. At this time the site made the decision to replace the vsc with a vsc from their other da vinci surgical system to complete the planned surgical procedure. No patient harm, adverse outcome or patient injury occurred due to the reported issue. The onsite investigation conducted by the intuitive surgical, inc. (Isi) technical field specialist (tfs) was able to reproduce the vsc power issue. The tfs replaced the following parts to resolve the reported issue: the system core , the personality module audio video (pmav) ,and video slice boards (vsl). The system was tested and confirmed to be functioning to specification.